Manufacturer narrative:
It was reported that gauze fibers came off of the lap sponge and were irrigated out of the operative site. The facility indicated that no injury resulted and no further intervention was indicated. No sample was returned for evaluation. A root cause has not been determined. Due to the reported incident and in an abundance of caution, this medwatch is being filed.

Event description:
The facility reported gauze fibers came off of the sponge and fell into the operative site.